Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had accidentally lay down on top of their device and felt as though something came loose. The patient also noted that they had little lump on top of the device area. The patient was referred to follow-up with their physician to have their device checked. No adverse patient effects were reported.